Event description:
Reportedly, after the instrument fired and reopened, the tissue was only partially stapled. The remaining staples did not form properly. The operation site had to be re-sected and stapled. Procedure: lap sigmoid resection.